Manufacturer narrative:
The available information suggests tht this device remains in-service and no reprogramming or surgical intervention was undertaken. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this clinic nurse contacted boston scientific's technical services (ts) on (B)(6) 2016. The clinic nurse reported that a da error was identified on the summary report. Captured s-ecgs were collected. The clinic nurse was informed that a da error is self-correcting and no further action was required. There was no corresponding report of any adverse event or reason why a device check was performed. Boston scientific received information that the previous summary report from pre-discharge (post-implant) on (B)(6) 2015 did not contain an error code.